Event description:
In 2007, I had cataract surgery and a crystalens implant in my right eye. I was advised by dr that it was premium implant which would give me distance, intermediate, and close-up vision that would ultimately free me from glasses. Upon returning next day for a check up, the crystalens vaulted which required a second surgery to reposition the crystalens. After the second reposition surgery, the crystalens vaulted again. As of this time I cannot see distance, intermediate, or close-up. I paid out of pocket for a so-called "premium" implant that I cannot see out of my right eye. This implant did not come anywhere near the desired effect of good vision. Since this awful situation, I have been seeking outward help to aid in the depression I am experiencing with not being able to see out of my right eye. This implant did not come anywhere near the desired effect of good vision. Some treatments I have sought consists of homeotherapy, acupuncture, and an appointment to see my regular care family physician. I have also sought out a new ophthalmologist who is willing to spend time with me and address my fears and concerns, unlike implanting dr who is more interested in making money and in pushing an implant that does not work.